Manufacturer narrative:
The customer reported that this multigas unit displayed a gas line blocked error message. The issue was discovered during the warm-up period before patient use. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10. Attempt # 1: 06/24/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/27/2025 I called chelsea to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for chelsea to call me back with this information. Attempt # 3: 06/30/2025 I called chelsea to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for chelsea to call me back with this information.

Event description:
The customer reported that this multigas unit displayed a gas line blocked error message. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed a gas line blocked error message. The issue was discovered during the warm-up period before patient use. The unit was not in patient use at the time. Investigation summary: the customer intended to return the unit for repair but did not reply to initial requests for additional information. Upon later follow up, the customer replied that the issue had been resolved. As such, the complaint device was not returned for evaluation, and a definitive root cause cannot be established. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 2: on (B)(6) 2025, I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: on (B)(6) 2025, I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow up, what type? H11: additional manufacturer narrative.

Event description:
The customer reported that this multigas unit displayed a gas line blocked error message. The unit was not in patient use at the time.